Event description:
Complaint received alleged that the brakes would not fully engage when operated from head brake/steer pedals. No injury reported.

Manufacturer narrative:
Technician found excessive play between brake links and hex rod of head brakes - missing/broken screws connecting hex rod to brake links. Replaced the head hex rod, both brake links and screws to resolve this issue. Bed found in a basement.